Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the ins didn't really work for her at all. The ins was taken out several years prior to the report. No further complications were reported.